Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a proactive measure, replaced the system interface. During the investigation found the old hard drive to be noisy. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the left monitor on the 9800 system goes dark. The image can be seen slightly in the background. The user switched to the right monitor and completed the case. There was no report of pt injury.